Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation and cannula dislodging from the infusion site. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that a skin irritation was found at the insertion site. The irritation was about the size of a dime, was hard and red. The patient's mother stated when removing the pod the cannula had dislodged. The patient's mother reported her son was experiencing elevated glucose levels over 400 mg/dl while wearing the pod. Patient visited a physician and was prescribed an oral antibiotic (unknown).